Event description:
On (B)(6) 2012, pt reported the infusion device is displaying an e8 (power interrupt) error message. Pt stated, the device wasn't doing anything or responding to any button presses so she took the battery out of the infusion device without first placing it into stop mode. Had pt attempt to press check key twice but the infusion device wouldn't confirm and clear the error. Pt reported, the issue just occurred today. Pt stated, the check key is not stuck, cracked or broken. Had pt remove the reinsert a new battery into the infusion device; device still displays an e8. Pt reported, her current battery cover is from 2-6 months old. On callback on (B)(6) 2012, pt reported, she changed the battery cover and infusion device went through the start-up sequence and then immediately to an e8. Pt stated, she also inserted a new battery. Pt was not able to clear the error. Pt has a backup infusion device to use. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.